Manufacturer narrative:
The anomaly observed in the field was verified in the laboratory. The device interrogated normally on the bench. The device was programmed to do capacitor maintenance; it charged normally. The device sensed, paced and detected the cardiac simulator signal appropriately. No noise was observed. Analysis of the device image and testing in the laboratory suggested that the reset was caused by an integrated circuit chip anomaly.

Event description:
During implant, rf telemetry was lost. The merlin was switched off/on. The device displayed 2 alerts: device software upgrade was required and ventricular noise reversion. At follow-up, the same problem upon interrogation was observed. The device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.